Event description:
As reported on (B)(6) 2015, a pt of unk age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the sterile device packaging was opened, it was noted the fiber was fractured inside of the package. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to the event as the disposable device did not come into contact with the pt. They reported that the disposable device involved in the incident has been returned to the manufacturer for eval.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device eval will be sent via a f/u medwatch. A review of the device history records was performed for the reported lot for any deviations related to reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications.